Manufacturer narrative:
The lot history records have been reviewed with special attention to the MFR and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned; however, the evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use is in the vascular system and has not been established.

Event description:
It was reported that during an av access graft (fistulogram, approach upper arm) the stent failed to deploy. The doctor used a 0.035 guide wire and did not use a sheath. He had no problems tracking to the intended site. The doctor is experienced with this device, but could not get it to deploy. No reported injury to the pt.